Event description:
The customer reported that while positioning the surgical camera's arm during a surgery, a plastic cap fell and landed on the surgical drape. The cap was removed by the surgeon and the surgical procedure was completed as planned. No injuries were reported to maquet. (B)(4).

Manufacturer narrative:
The customer did not provide the surgical light part number or serial number. The falling cap has not been reinstalled by the technician from the hosp. The device is still in use. This investigation is on-going and the results will be included in a follow-up report. Maquet med systems USA submits this report on behalf of the device mfg facility. Maquet (B)(4) provided product failure investigation, analysis and resolution for the device described in this report.